Event description:
It was reported that during prep for a coronary artery stenting procedure, stent damage occured. As the physician was prepping the taxus liberte 3.50x12mm stent for implantation, he noticed a strut "sitting product on the proximal end and not in synchrony with the rest of the stent". Upon closer inspection, he decided not to proceed with attempting to implant this stent, and used another taxus liberte of the same dimension instead. No pt injuries or complications were reported. Pt status reported "no pt issues".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.